Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine implant of this pacemaker, upon connection of the chronic right atrial (ra) and right ventricular (rv) lead to the device header, noise was observed. The noise on the rv lead was oversensed resulting in pacing inhibition for this pacemaker patient. The ra and rv leads were explanted and replaced. This pacemaker remains implanted and in service. No adverse patient effects were reported.